Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer treated with the pump. Troubleshooting was performed. The customer stated that there was blood at site. The customer mentioned that the site does not show signs of infection. The product was not returned for analysis.